Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed at least 8 applications were performed with a balloon catheter on the date of the event. The data files showed unrelated system notice 50002 ¿the system has detected an electrical component failure¿ was triggered on three applications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Visual inspection of the mapping catheter showed that the loop was kinked in several places. The catheter was connected to the diagnostic computer and channel pairs 1-2 and 8-1 had displayed noises. A dissection of the catheter found that electrodes-wire had been detached from the weld. Also, blood and a flattened ECG rings were discovered inside the pebax shaft that suggested the failure occurred during use. In conclusion, the reported electrode noise issue was confirmed through testing. The mapping catheter failed the return product inspection test due to a broken electrode-wire and loop kink . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, noise was noted on the electrodes of the mapping catheter. The ECG cable was replaced without resolve. The mapping catheter was then replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event. The device was returned to the manufacturer, analyzed, and tested out of specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.